Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included fibroidectomy in (B)(6) 2018 and cholecystectomy. Concurrent conditions included headache (headaches) since 2010, dizziness since 2010, joint pain since 2010, nausea since 2010, arnold-chiari malformation, fibroids (multiple fibroids: 2 submucosal, 4 and 3 cm, 3.2 cm pedunc, largest) and menometrorrhagia (irregular, long and heavy periods). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal of essure, salpingectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018 discrepancy noted in essure insertion date: (B)(6) 2009 as pif as of information received on 26-apr-2022: essure with possible allergy to nickel. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: internal correction, redrawing narrative. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included fibroidectomy in (B)(6) 2018 and cholecystectomy. Concurrent conditions included headache (headaches) since 2010, dizziness since 2010, joint pain since 2010, nausea since 2010, arnold-chiari malformation, fibroids (multiple fibroids: 2 submucosal, 4 and 3 cm, 3.2 cm pedunc, largest) and menometrorrhagia (irregular, long and heavy periods). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (removal of essure, salpingectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: discrepancy noted in date of removal(B)(6) 2018 and (B)(6) 2018 discrepancy noted in essure insertion date : (B)(6) 2009 as pif as of information received on 26-apr-2022: essure with possible allergy to nickel. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('possible allergy to nickel') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibroidectomy in (B)(6) 2018 and cholecystectomy. Concurrent conditions included arnold-chiari malformation, fibroids (multiple fibroids: 2 submucosal, 4 and 3 cm, 3.2 cm pedunc, largest) and menometrorrhagia (irregular, long and heavy periods). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced headache ("headaches"), dizziness ("dizziness"), arthralgia ("joint pain") and nausea ("nausea"). On an unknown date, the patient experienced allergy to metals (seriousness criterion intervention required). The patient was treated with surgery (removal of essure, salpingectomy, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals, headache, dizziness, arthralgia and nausea outcome was unknown. The reporter provided no causality assessment for arthralgia, dizziness, headache and nausea with essure. The reporter considered allergy to metals to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2018 and (B)(6) 2018 discrepancy noted in essure insertion date: (B)(6) 2009 as pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2022: medical record received : reporter, additional events headaches, dizziness, joint pain, nausea added. Event medical device removal replaced by possible allergy to nickel. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.